Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
Customer's mother reported via phone call that customer had physical damage of insulin pump. It was reported that display screen was cracked. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.